Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Contact declined to complete the pump system check with tandem technical support; cause of occlusion could not be determined. Blood glucose was 274 mg/dl.